Event description:
A nurse reported during a case a system message was displayed and all functions were disabled when the surgeon depressed the footswitch. The system message was unable to be cleared so the system was switched out and the case was completed with the second system. There was no patient impact reported.

Manufacturer narrative:
The company representative examined the system, replaced the footswitch, and performed preventive maintenance. The system was then tested and met all product specifications. The replaced footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).